Event description:
It was reported that during reprocessing, the subject flexible scope device had the insertion section coating peeling off. There was no patient involvement.

Manufacturer narrative:
E2/e3: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g2, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.